Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. The lot number was not provided. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.